Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported during a neuro-intervention case, the compaction tube of the angio-seal evolution would not go down on its own, to compact the collagen when pulling back the device handle. The tube was stuck to the handle. The physician achieved hemostasis by manually pushing the tube down. A pre-deployment angiogram was performed and there was no difficulty gaining arterial access. There was no blood loss, and the patient was reported to be ok following the procedure. Additional information was received on april 24, 2018. There were no other devices or equipment used with the reported device. The procedure being performed was a neuro intervention case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.